Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced high blood glucose (bg) levels and low bg levels; no values were provided. The customer declined to provide any additional information regarding these events and stated that this was an ongoing issue since before they started pump use.